Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer resolved the issue with rotating the arm all the way underneath itself. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, universal surgical manipulator (usm) 2 rolled on itself. The intuitive technical support engineer (tse) informed the site that the usm would need to be rotated all the way underneath itself. The site informed that they resolved the issue. The procedure was completed using the same system. No known impact or patient consequence was reported. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.